Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that last week they twisted and twerked their body while working. Since then they are having sharp pain and it is getting worse since (B)(6). They have never had any pain since having the therapy until this happened. They checked to ensure their therapy was on, adjusted the stimulation, and tried different things but it is not helping and the patient feels like their therapy is not even working. The patient was redirected to follow up with their healthcare professional (hcp) to have a manufacturer representative (rep) paged. No further complications were reported/are anticipated.